Event description:
During egd, long loop of suture found in stomach pt has history of gastric bypass. Attempt made to cut this loop of suture using the cutters from the ligating device kit. The suture lodged in the jaws of the cutter and it could not be dislodged. The handle to the device was cut off, and the scope was removed leaving the wire to the cutter in place. The excess cutter wire was secured at the pt's mouth, and the pt was transported to the hospital for surgical intervention and removal of suture cutter. (The cutter jaws were jammed shut) unable to supply medical device information as packaging material for this kit was discarded.